Event description:
It was reported that the device was being used during a general surgery procedure. It was reported that the device would not release the staples. The procedure was completed without consequence to the pt.